Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues arise.